Event description:
Patient with bicompartmental knee implanted experienced loss of extension and flexion. Arthroscopic lysis of adhesion, lateral meniscectomy, and manipulation under anesthesia occurred. The issue was resolved.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.